Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a laparoscopic sleeve gastrectomy the stapler did not complete the firing cycle. The tissue did not appear too thick. To complete the procedure, a new reload was used successfully. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.